Manufacturer narrative:
H.6. Investigation: the batch history review (DHR) was not performed due to batch number was not informed also, due to that, it was not possible to verify maintenance records and quality notifications. Samples and photo were received for evaluation, and it was possible to observe premature plunger activation. The potential root cause for the occurrence is a failure at assembly station at syringe assembly machine. H3 other text : see h.10

Event description:
It was reported that bd solomed¿ 5ml syringe w/ needle plunger movement was difficult. This occurred on 2 occasions during use. The following information was provided by the initial reporter: when pulling the plunger, the was no stopper movement and the plunger disconnected from the syringe.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd solomed¿ 5ml syringe w/ needle plunger movement was difficult. This occurred on 2 occasions during use. The following information was provided by the initial reporter: when pulling the plunger, the was no stopper movement and the plunger disconnected from the syringe.